Manufacturer narrative:
D2b: product code - lit, dqy. E1: initial reporter phone - (B)(6). Device evaluated by MFR.: athletis 7.0mm x 40mm x 75cm was received for analysis. A visual examination identified that the balloon was tightly folded, which indicates that the device was not subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure for 30 seconds using deionizes water and digital timer without issue. A vacuum was then applied. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from kinks or damage.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistulas. A 7.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured while blowing it inside the patients body. The device was removed by just simply pulling out and the procedure was completed with another of same device. There were no patient complications reported. Patient was stable.

Manufacturer narrative:
D2b: product code - lit, dqy. E1: initial reporter phone - (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistulas. A 7.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured while inflating it inside the body. The device was removed by just simply pulling out and the procedure was completed with another of same device. There were no patient complications reported. Patient was stable.